Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the wave form not reading correctly. Customer had units peep value set at 5cmh2o, wave form would only return to 10cmh2o. Customer pulled the unit from the patient. Customer reported that the unit was in clinical use at the time the reported issue was discovered; however, there was no harm to the patient or user.

Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site and could not duplicate the reported problem. Fse ran the unit with test lung and customer¿s settings, the unit ran with no problems. Fse found the blower cooling fan running in the wrong direction; the fan was corrected when 12,500 hour preventative maintenance (pm) performed. No action taken for complaint. The blower was corrected when 12,500 hour pm was performed the determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The root cause for the reported issue could not be determined at this time due to the fse